Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of greater than 125 ohms. Technical services (ts) noted this has been fluctuating over the last year. It was noted that the system pace impedance measurements also mimic the shock lead trend indicating possible physiologic changes within this patient. No noise was observed. Ts discussed with the physician, considering increasing the shock impedance limit. This rv lead remains in service. No adverse patient effects were reported.